Event description:
It was reported that the patient was hospitalized due to prosthetic valve endocarditis. Suspected ICD infection, recurring bacterial infection, and bacteremia was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.